Manufacturer narrative:
This supplemental report is to advise that upon further review this is not a reportable malfunction. Per the legal manufacturer, there is no potential for this issue to cause or contribute to death or serious injury if the malfunction were to recur.

Manufacturer narrative:
The device evaluation confirmed the user request as the power transducer could not be plugged into the generator due to a damaged power cord prong. Based on device inspection results, damage to transducer plug is most likely caused by improper handling. The instructions for use (IFU) states "this product is a precision device; handle it with care. Avoid rough or violent handling, which may cause equipment damage." The review of the DHR did not find any abnormalities or anomalies identified during production. The device met all specifications upon release. As a result of the device investigation, olympus has concluded that the damage to the device was likely caused by improper handling. This device is unrepairable, and thus was returned to the user facility as such. Olympus will continue to monitor the field performance of this device.

Event description:
As reported, the power cord on the shockpulse lithotripsy transducer has a broken console connector. There was no reported patient harm or consequence from this event.